Event description:
A decrease in device longevity was reported. Premature depletion of the battery was suspected. Additionally, the previous estimation of longevity was overestimated and an updated calculation accounted for the decreased. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and incorrect measurements were not confirmed. The device was received with normal output and telemetry communication. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.